Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the middle port. This was identified during unspecified process steps either in the inpatient pharmacy or at the patient¿s bedside (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured june 30, 2018 - july 01, 2018. The actual device was not available; however, an unopened companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.